Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9545-t15h serial/batch number (B)(6) was received for investigation. Visual inspection found that the ar-9545-t15-01 is stuck to the device. Laser markings on the device are discolored/ oxidized. Functional testing could not be performed due to the damage of the device. The most likely cause is attributed to wear and tear due to repeated use of the device. The manufacturing date is march 2017.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by a sales representative via sems-06577204 that an ar-9545-t15-01 driver shaft and an ar-9545-t15h torque indicating adapter were unable to be taken apart. This occurred after use in an rtsa procedure with no effect on the patient.